Event description:
The customer reported that the stack had nine instead of ten. There was no patient harm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no non-conformances issued against this lot and no manufacturing or inspection deviations were found. The product was manufactured on november 19, 2021. Samples were not received for the investigation. Because a sample was not returned, we were unable to perform an evaluation to confirm the reported issue. However, corrective and preventative actions have been implemented to address the reported condition. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.